Manufacturer narrative:
The device was received on 3/10/97 for complaint evaluation. Visual examination noted a crack in the area of the probe body (model dp-38 adult flow probe with carmeda bio-active surface) with a white opaque "fog" noted in the crack area of the plastic. Damage of this nature is indicative of the device coming in contact with a non-compatible fluid such as alcohol or an alcohol-based fluid. This probe must be used in conjunction with the tx adult and pediatric disposable blood flow monitoring system (models tx 20, tx 20p, tx 40, tx 40p). The instructions for use state under the warning/precautions section "do not use alcohol or alcohol-based fluids on any surface of the disposable insert (dp-38 or dp-38p)."